Event description:
Information received indicates the wire-loop head link broke just prior to application, and the detached component fell into the open surgical wound. The component was intra-operatively retrieved and the product was replaced during the case. No patient complication has been reported.

Manufacturer narrative:
Analysis: device evaluation confirms the reason for return; the component is cracked and damaged, as reported by the user. The device contains blood residue on inner surfaces. Visual inspection shows one set of suction pods is broken off from the wire-loop head link component at the distal tip, as reported by the user. The detached component was returned for inspection; no other damage was seen on the returned device. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. The user may utilize the flexibility in the wire-loop head link prior to application on the epicardial surface. A caution included in the IFU states"repeated bending of the tissue stabilizers may compromise device performance". Although requested, additional patient info (gender, dob) is unknown. Event information shows the product broke when the surgeon pushed the suction pods closer together just prior to device application. Conclusion: no patient event. Findings from product analysis confirm the reason for return, exact cause has not been determined for the reported event.